Event description:
The patient was revised reportedly due to infection, poly was swapped. Doi: 2005 dor: 2005. Further follow-up discovered pt has type 2 diabetes and has had several surgical/medical intervention due to infection. Doi: 2004 dor: 2005 the poly insert was swapped and doi: 2005 dor: 2005 where all components were removed and antibiotic spacers were inserted.